Event description:
Baxter (B)(4) received a report that a 5 ml/hr infusor overinfused during patient use. The total fill volume of 230 ml was infused over the course of 18 hours rather than 46 hours. There was a huber needle attached to the device. The device was filled with a solution of 65 ml of fluorouracil and 165 ml of saline. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This product is not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). Upon further review, it was discovered that the information in this file has already been reported. All pertinent information is contained in medical device report # 1416980-2012-06151.